Manufacturer narrative:
(B)(4). Feeder shoe & feed bar. Three devices were returned for analysis. Device (a) found that it was received with a malformed clips loaded in jaws. The clip was manually removed in order to test the device for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling the feed tab of the feeder shoe was noted not be damaged. Further evaluation, flash on feed bar was noted and was unrelated with the report incidents. Device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The jaws open and close as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. Device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The jaws open and close as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. It could not be determined what may have caused the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process. It could not be determined what may have caused the incident reported.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaws could not be opened after firing the devices. The device was pulled out and removed from the blood vessel. The amount of the bleeding was unknown, but arrest of bleeding was performed easily without converting the procedure because of the thin vein. Besides, clips fell out when the clips were fed into the jaws. The fallen clips were removed from the patient with a forceps. The events occurred in 2 devices. In the 3rd device, it was not used for the patient because there was an unexpected resistance when the device was fired outside the patient. A different device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.